Event description:
It was reported that the pump exhibited a 'cassette not attached' alarm, but it was not harmful. The patient¿s therapy had been delayed, and the pump had been swapped out. Issue was not resolved. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. D9: 28-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. Functional testing was performed, and the reported issue was not duplicated. The most likely cause of the reported error is the downstream occlusion (dso) sensor. The dso sensor was replaced.